Manufacturer narrative:
(B)(4). (B)(4). Jaw misaligned / malformed clip the analysis results found that the er320 device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, eight conforming clips and five scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Technician alleged that the foot hi/low cylinder is drifting down.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was fired two or three times and were formed properly. Then the next two were scissored. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.